Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due to acute myocardial infarction. Percutaneous coronary intervention (pci) was performed. The 90% stenosed, 2.5x24mm, ,type c, diffused target lesion was located in the severely calcified proximal left circumflex (lcx) artery with timi flow 3. Following pre-dilatation, a 2.25x24 promus premier drug eluting stent was deployed at 10 atmospheres to treat the lesion. Post dilatation was performed. Timi flow 3 was restored post-procedure. Visual residual stenosis rate was confirmed as 0%. Two days post procedure, the patient was discharged. In (B)(6) 2015, coronary artery restenosis in proximal (lcx) was noted. In (B)(6) 2016, angiography was performed to treat the restenosis. Pci was done and the outcome was good on the same day.